Manufacturer narrative:
Insulin pump was received with constant pump error alarm. Unable to determine the root cause, problem isolated to mb. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error new software release detected. Customer blood glucose level was 150 mg/dl. The device will be returned for analysis.